Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the delivery catheter system (dcs) could not be advanced over the aortic valve and be positioned adequately due to the nosecone getting stuck in a very calcified non-coronary cusp and right-coronary cusp. A balloon aortic valvuloplasty (bav) was performed in order to advance the dcs, however, the dcs could not be advanced. Three different guide wires were used, including two non-medtronic guide wires, also in combination with the buddy-wire technique. Due to the different wires, there was a left ventricle perforation and tamponade. It remained unknown which wire caused the perforation. The tamponade was aspirated, and no further bleeding was noted. The physician felt the guidewire manipulation was the cause of the perforation. Following this, the procedure was stopped because the dcs could not be advanced and no valve was implanted. The patient was reported to be in stable condition the next day with mild to moderate aortic regurgitation. No additional adverse effects reported.